Event description:
It was reported that the right ventricular (rv) defibrillation impedance was high and the trend had fluctuation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4470 boston scientific competitor lead, implanted 2006 (B)(6). (B)(4).